Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure a non-recoverable fault 307 occurred. The customer restarted the system, but the issue persisted. An intuitive surgical inc (isi) technical support engineer (tse) assisted with a hard power cycle, but the issue remained. The tse advised that the system was in a down state. The ports were not in place when the issue occurred. There was no additional information provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the video slice (vsl). The system was tested and verified as ready for use. Isi did receive the vsl to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. During visual inspection fa found no issues that are related to the report. The vsl was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for 30 minutes. Once testing was completed, the vsl was inspected, but no error could be identified. As a result of these findings, fa concluded that no probable root cause could be attributed to the reported issue.